Event description:
The wife of a (B) (6) male, pt, contacted lifecor customer support to report that the battery charger had no lights lighting up at all. She stated that the green light was illuminated on the power brick. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B) (4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector to the charger base was damaged. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unk but is likely random component failure. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.